Manufacturer narrative:
(B)(4) the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped infusing. The device was filled with 2993mg of fluorouracil in 0.9% sodium chloride. The total fill volume was 252ml. It was noted that one fifth of the fluid remained in the device. The device was attached to a groshong peripherally inserted central catheter. It was reported that the flow restrictor was not taped directly onto the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and revealed that the device¿s flow rate was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.